Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024 the patient kept getting the urgent low reading without any number. The patient stated that he was informed before that he should see some cgm reading even if he was in urgent low, however the patient wasn't able to see any reading but kept on getting urgent low. He was in town when he saw the urgent low on the receiver and wasn't able to perform a bg reading. He was driving and had to pull over on the side, as he was feeling that his body started making weird movements, he couldn´t control his body movements, he went into a shock and was hitting his skin and hitting everything. The patient´s son called 911 and after 10 minutes the ambulance arrived. They treated the patient with oral glucose and after 5 to 10 minutes he felt great. The paramedics took a bg reading which was 35 mgdl and the cgm reading was 65 mgdl. The ambulance took the patient to the hospital and there they took another bg reading which was 111 mgdl and 71 mgdl for cgm. No additional treatment was provide but the patient was given a sandwich, but he did not eat the sandwich just the meat because he was on keto diet. He was informed that he could have experience diabetic shock or ketosis or probable coma, but none of these actually happened to the patient. He was discharged on the same date and was just in the hospital for not even an hour. The patient took the sensor off on june 7th after a sensor failure. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b, c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: e2336 (shock).